Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of a homechoice machine, a patient stated they had air in the patient line. The patient was connected during initial drain of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.